Event description:
It was reported that during routine inspection, it was discovered that the motor device was overheating. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined the device had a tear in the cord. It was determined that the hole in the cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object, which punctured the cord or by exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.